Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the battery was only lasting 2.5 hours when used on three different occasions. The controller also showed power switching when this battery goes down to two bars. The battery was exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since log file analysis revealed the battery (B)(4) was able to drive the controller for 5.5 hours starting at 83% capacity and there were no occurrences of premature power switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be confirmed or duplicated at the bench level; the battery performed as expected. No failure detected; the reported event could not be confirmed or duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.